Event description:
Event: cc# 97-01059) the iab failed. This was the only info at the time of the report. On 2/4/1998, datascope was notified that the iab was probably discarded and would not be returned for evaluation. [Event complications]: unknown - reported 9/22/1997. [Pt's current status]: unk - rpt'd 9/22/1997.